Manufacturer narrative:
One brk transseptal needle was received for evaluation. The brk needle had been fractured at its distal end. The brk needle instructions for use state, "do not alter this device in any way". The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device damage is consistent with not following the instructions for use.

Event description:
This report is to advise of a fracture found on the brk needle during analysis.